Event description:
Report #1 of 2 of mother/fetus event that occurred during labor. This is the patient report. Report received of an over-delivery of pitocin. The mother was receiving 20milliunits of pitocin in 1000ml of lactated ringers on the primary line via a plum 1.6 pump. There was not a secondary solution. The rate of the pitocin delivery varied according to the mother's uterine contractions and the fetal heart rate. Reportedly, the fetus had a decreased heart rate and the nurse opened the pump door to stop the pitocin infusion. The nurse then proceed to turn the mother on their left side, administered oxygen and opened the primary solution that was not on the pump to infuse at a faster rate. When the nurse went to open the unspecified primary solution that was not on the pump, she noted that "the pitocin was continuing to infuse at a fast rate and estimated that the pt received a 100ml bolus of pitocin." The fetal heart rate continued to decrease and was reported to be in the 50's and the mother's uterus was reported to be hyper-stimulated. The nurse clamped the pitocin tubing. The fetal heart rate reportedly returned to an unspecified normal range. The mother was then given terbutaline 0.25mg subcutaneous to decrease the uterine contractions. At an unspecified later time, the mother was restarted on pitocin with a replacement pump. The mother was reported to deliver a healthy infant and there were no adverse sequelae for the mother or infant. The customer reported that after the pump was removed from clinical service it was noted that the pump door opened to a 90 degree angle and not the expected 45 degree angle.